Event description:
It was reported by the clinician that the catheter was being placed in the emergency room (ER), in the patient's right subclavian vein. During removal of the spring wire guide (swg), resistance was met and it uncoiled and separated. The majority of the swg was removed, but a portion was retained in the patient's right chest. An x-ray was performed to confirm the location. It was reported that the patient later expired. In 2008, received additional information from the sales representative who was told by the ER nurse that the patient was in "bad shape" when brought into the hospital and the patient expiring was not a result of the swg separation.

Manufacturer narrative:
Sample will not be returned for evaluation.